Manufacturer narrative:
Product complaint (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify if these were both used/reported over the same patient procedure? Was the j-vac bulb found broken before use? Broken before using the product h3 evaluation: one complaint sample one complaint sample of reservoir bulb with partial connection port, was received for evaluation, product was inspected visually, and found that connection port of the bulb was cut from the base, and there was a deep visible cut mark on the section area. Here, it is suspected that, connection port of bulb might have came in contact with some sharp tool used prior / during surgery, and lead to the defect generation. External factors like mishandling or improper usage at user end could not be ruled out. Retention sample of complaint lot were checked and found satisfactory. Retention sample review : no negative observation was found. Documents review : during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. As per standard practice, 100 % functional test and 100% visual inspection was carried out, viz. Before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a reservoir was used. It was defective, broken. Upon receipt and analysis, the reservoir was broken. Additional information has been requested.